Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative found that the pendant for the imaging system was intermittently responding to commands and was replaced. The imaging system then passed the system checkout and was found to be fully functional. The pendant was returned to the manufacturer for analysis. Testing found the pendant keys would intermittently respond. The system would respond intermittently and unintentionally. This indicated an electrical failure. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, when starting up the imaging system, the gantry door on the imaging system would not open. After homing the tube and detector the imaging system operated as designed. No additional information was provided. There was no patient present when this issue was identified.